Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 44.5cm proximal to the lead tip. The distal and the medial fragment were returned for analysis. The proximal fragment including the is-1 connector pin was not returned. An extraction aid was found in the distal lead body, it is reasonable to assume that the lead was cut during the extraction procedure. The analysis revealed 22.5cm proximal to the lead tip that the lead body was found squeezed and deformed. In this region the outer conductor coil was found fractured. These damages are assumed to be the root cause of the reported clinical observations. Based on the characteristics, as well as the location of the damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages such as a bent distal end, most likely resulted from the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device explanted due to a break in lead insulation causing high pacing impedance, increase in ventricular pacing, and loss of capture. No adverse patient events reported. Should additional information become available, it will be added to this file.